Event description:
It was reported that during set up of the device for a cardiopulmonary bypass procedure, the drive cable was not powering the sternal saw properly and seems to be noisy. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, blood loss, or adverse consequence to the pt.

Manufacturer narrative:
The customer is not sure if they want to return the sternal saw.